Manufacturer narrative:
Root cause; per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and no issues were identified. Reportedly, the customer was filling the pump outside of the loading process. Tandem technical support informed the customer that filling the pump outside of the loading process was off label per the user guide. Customer change pump supplies and was able to resumed insulin delivery. Customer's blood glucose was 188mg/dl at the time of event.